Event description:
It was reported that stent expansion failure occurred. The target lesion was located in the iliac vein. A 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was advanced for treatment. However, during stent deployment, it was observed that the tip of the stent failed to unfold. A balloon was used but the stent was still unable to unfold. It was noted the stent could not be reconstrained because it was deployed beyond the reconstrainable limit. A non-surgical attempt was made to retrieve the stent. Subsequently, the physician cut the vein and retrieved the stent, then stitched up. The physician continued to implant another 12x90/8fr uni plus halo 75cm wallstent endoprosthesis and the stent was fully unfolded in the iliac vein and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent expansion failure occurred. The target lesion was located in the iliac vein. A 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was advanced for treatment. However, during stent deployment, it was observed that the tip of the stent failed to unfold. A balloon was used but the stent was still unable to unfold. It was noted the stent could not be reconstrained because it was deployed beyond the reconstrainable limit. A non-surgical attempt was made to retrieve the stent. Subsequently, the physician cut the vein and retrieved the stent, then stitched up. The physician continued to implant another 12x90/8fr uni plus halo 75cm wallstent endoprosthesis and the stent was fully unfolded in the iliac vein and the procedure was completed. No patient complications were reported and the patient's status was stable. The stent was returned on its own for analysis. A visual and microscopic examination was performed on the returned stent. Solidified blood was noted along the length of the stent. The stent was noted to be compressed and severely bent. Stent damage was noted along the length of the stent with the majority of the damage being noted at the distal section of the stent. The struts were completely uncrimped and severely damaged. No issues were noted with the stent that could have contributed to the damage identified. No further issues were identified during product analysis.